Event description:
It was observed that during the device evaluation, the thunderbeat exhibited the tissue pad in the grasping section was worn away and part of the tissue pad was peeled away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be peeled away. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.